Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient allegedly received an inappropriate bolus suggesting via the pump. The patient programmed the pump with his latest blood glucose level and the numbers of carbohydrates in his dinner and the pump suggested a bolus dose of 20.85 units. The patient took this dose of insulin, and two hours later his blood glucose level was 32 mg/dl. The patient's wife treated him with a glucagon injection and contacted emergency services. The patient's subsequent reading was 78 mg/dl and he received no treatment from the paramedics. The patient allegedly suffered blood glucose levels suggesting severe hypoglycemia after taking a suggested bolus dose via the pump, and received treatment with glucagon. Therefore, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the pump settings confirmed insulin to carbohydrate ratio was set to 1u:7g, the insulin sensitivity factor was set to 50 mg/dl, the bg target was set to 160 mg/dl +/-10 mg/dl. Using these patient settings, an ezcarb bolus for 135 carbohydrates was performed with actual blood glucose (bg) at 197 (per patient report), the pump correctly calculated a 20 unit bolus. The bolus was performed and accurately recorded in the pump history. The pump was exercised for 24 hours on a 1 unit per hour basal program and no 0.00 units boluses were recorded in history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There were no hypersensitive keypad buttons noted on testing. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.